Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 116 mg/dl. Customer stated that his insulin pump was over delivering. He stated the insulin pump delivered a full reservoir of insulin to him on its own. Customer also stated that he was hallucinating and was delusional prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.